Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, it was noted that the atrial lead had capturing and sensing issue. X-ray revealed atrial lead dislodgement. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.